Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation was performed. The investigation of the complaint articles indicates that the: conclusion blade's: our investigation has shown that both received blade's are badly damaged at the tip with some scratches and nicks at the shaft. Furthermore we found that the anodized layer is partially disappeared where damaged and locking screw's are too much inside the blade. The manufacturing review shows that the production procedure's were according to the specifications and there were no issues that would contribute to this complaint condition. The conformity of the outside form of both blade's was tested with a corresponding nail (sample) which was made available from our product development department and was found functional as intended. A further functional locking/unlocking test according the actual surgical technique that was performed, with the result that the article is fully functional. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the device was fully functional again, locking and unlocking could be performed as required with an impactor (sample). Because of the damage at the tip the complaint relevant dimensions cannot be checked for dimensional accuracy. Tere is no allegation in the complaint condition that suggested a malfunction of received concomitant parts. Therefore no further investigation will be performed on these parts. The visual wear and tear signs are referable to normal use. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided and the involved nail was not made available. Based on this evaluation results this complaint is rated as confirmed and we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. (B)(4). Manufacturing location: (B)(4). Manufacturing date: 23. March 2017 expiry date: 01.march 2027 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review for subcomponents: (B)(4). Manufacturing location: (B)(4) manufacturing date: 28. Nov. 2016 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) manufacturing location: (B)(4) manufacturing date: 07. March 2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) manufacturing location: (B)(4) manufacturing date: 28. Feb. 2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) manufacturing location: (B)(4) manufacturing date: 01. March 2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) manufacturing location: (B)(4). Manufacturing date: 07. March 2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, surgeon attempted to insert two (2) separate proximal femoral nail antirotation (pfna) blades unsuccessfully. A third pfna blade was opened and inserted without incident. Surgery was completed successfully with a delay of approximately two (2) hours. No impact to patient was reported. Concomitant devices reported: insertion handle (03.010.405, lot number unknown, quantity 1), aiming arm (03.010.406, lot number unknown, quantity 1), aiming arm (03.010.407, lot number unknown, quantity 1), trocar (356.820, lot number unknown, quantity 1), trocar (356.833, lot number unknown, quantity 1), drill sleeve (356.819, lot number unknown, quantity 1), drill sleeve (356.828, lot number unknown, quantity 1), protection sleeve (356.818, lot number unknown, quantity 1), protection sleeve (356.831, lot number unknown, quantity 1), compression nut (356.817, lot number unknown, quantity 1), pfna nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 2 for (B)(4).